Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that he experienced a high blood glucose level of over 400 mg/dl. The insulin pump alarmed no delivery. The customer was going to treat his high blood glucose level by changing the entire infusion set and reservoir and would be treating with the insulin pump. The device was not returned.